Event description:
During a routine shift check by a clinician, the device prompted a "unit failed" message and displayed a red "x" indicator. There was no patient involvement in the reported malfunction.